Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal (product analysis lab) evaluated the device. The device failed the returned instrument test/evaluation testing for electrical earth leakage current test. The cause for failures was determined to be a shorted / inoperative pump assembly due to fluid ingress. The pump was replaced with the test article and the proper resistance readings were observed. The device's service history record was reviewed and no issues were identified that may have contributed to the electrical failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: earth leakage current failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.